Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the pacemaker lead exhibited high capture threshold, high lead impedance, and the physician was unable to advance a stylet past the helix of the lead. The lead was not implanted. The patient did not experience any adverse consequences from the anomaly.

Event description:
It was reported that the lead helix was not able to be retracted or extended.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 58.5 cm. The helix was retracted and clogged with blood and tissue. The inner coil was noted to be over-torqued at the connector region consistent with procedural damage. The stylet insertion test found the insertion was obstructed at 1.4 cm from the connector pin. X-ray examination showed over-torqued inner coil at the connector region. The reported events of high pacing threshold and high impedance were not confirmed. Electrical testing did not find any conductor fractures or internal shorts. The cause of the reported event was isolated to the over-torqued inner coil and helix being clogged with blood and body fluids.